Event description:
It was reported that the 7700 system had poor image quality with vertical lines. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pni connector was repaired during the service call.